Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and embedded device ("a piece of essure coils had migrated and is currently embedded in uterus") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), embedded device (seriousness criterion medically significant) with abdominal pain, device breakage ("a piece of essure coils had migrated and is currently embedded in uterus"), device expulsion ("a piece of essure coils had migrated and is currently embedded in uterus"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), feeling abnormal ("brain fog") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (salpingostomy in 2015). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia, alopecia, feeling abnormal and dysgeusia outcome was unknown and the embedded device, device breakage and device expulsion had not resolved. The reporter considered pelvic pain, embedded device, device breakage, device expulsion, dysmenorrhoea, menorrhagia, dyspareunia, alopecia, feeling abnormal and dysgeusia to be related to essure (ess205). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and other nonserious events. Approximately 7 years after insertion procedure, she underwent a surgery to have coils removed. Around 14 months after removal surgery, her healthcare providers diagnosed that a piece of essure coils had migrated and is currently embedded in uterus (seen as a device embedment, device breakage and partial expulsion). All these reported events are anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; a device dislocation into the fallopian tube; or migration into abdominal cavity. In this present case, the exact time point of partial expulsion and also the device breakage is unknown. It is possible that both events had occurred during removal procedure or before. Given the nature of these events, both were considered related to essure. This case was regarded as incident since device removal was required (intervention was required). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("a piece of essure coils had migrated and is currently embedded in uterus/ perforation (uterus)"), fallopian tube perforation ("fallopian tube perforation"), salpingitis ("bilateral fallopian tubes with chronic inflammation"), genital haemorrhage ("abnormal bleeding/irregular bleeding") and device breakage ("a piece of essure coils had migrated and is currently embedded in uterus") in a female patient who had essure (ess205) (batch no. 623314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 (((B)(6) 1999, (B)(6) 2001, (B)(6) 2002, (B)(6) 2003, (B)(6) 2007)), tonsillectomy (age 7), pap smear abnormal, chlamydial infection in 2006 and gravida. Concurrent conditions included overweight, asthma, drug allergy and sexually transmitted disease. Concomitant products included medroxyprogesterone (depo provera) from 5-feb-2013 to 8-jul-2015 and norethisterone (micronor) from 5-feb-2013 to 8-jul-2015. On (B)(6) 2013, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding"), dyspareunia ("dyspareunia/painful sexual intercourse"), alopecia ("hair loss"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in mouth/ metal taste"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and abdominal pain lower ("left lower abdominal pain"). The patient was treated with surgery ((B)(6) 2013 unilateral salpingectomy - laparoscopic left salpingectomy) and surgery (removal of remaining essure device by laparoscop vaginal hysterectomy and left salping in (B)(6) 2015). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain and urinary tract infection had resolved, the uterine perforation and device breakage had not resolved, the fallopian tube perforation, salpingitis, genital haemorrhage, dysmenorrhoea, dyspareunia, alopecia, feeling abnormal, dysgeusia, weight increased, vaginal haemorrhage, cystitis and abdominal pain lower outcome was unknown and the menorrhagia was resolving. The reporter considered abdominal pain lower, alopecia, cystitis, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, genital haemorrhage, menorrhagia, pelvic pain, salpingitis, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the essure device was placed without any difficulty and fired with seven rings protruding. The essure was fired with six rings protruding. She did not claim that essure worsened a previously existing injury/condition (B)(6) 2013: unilateral salpingectomy - laparoscopic left salpingectomy; removal of remaining essure device by laparoscopically assisted vaginal hysterectomy and left salpingo-oopherectomy on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("a piece of essure coils had migrated and is currently embedded in uterus/ perforation (uterus)"), fallopian tube perforation ("fallopian tube perforation"), salpingitis ("bilateral fallopian tubes with chronic inflammation"), genital haemorrhage ("abnormal bleeding/irregular bleeding") and device breakage ("a piece of essure coils had migrated and is currently embedded in uterus") in a female patient who had essure (ess205) (batch no. 623314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 1999, (B)(6) 2001, 1(B)(6) 2002, (B)(6) 2003, (B)(6) 2007)), tonsillectomy (age 7), pap smear abnormal, chlamydial infection in 2006 and gravida. Concurrent conditions included overweight, asthma, drug allergy and sexually transmitted disease. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2015 and norethisterone (micronor) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2013, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding"), dyspareunia ("dyspareunia/painful sexual intercourse"), alopecia ("hair loss"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in mouth/ metal taste"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and abdominal pain lower ("left lower abdominal pain"). The patient was treated with surgery (B)(6) 2013 unilateral salpingectomy) and surgery (removal of remaining essure device by laparoscope vaginal hysterectomy and left sapling in may2015). Essure (ess205) was removed in may 2015. At the time of the report, the pelvic pain and urinary tract infection had resolved, the uterine perforation and device breakage had not resolved, the fallopian tube perforation, salpingitis, genital haemorrhage, dysmenorrhoea, dyspareunia, alopecia, feeling abnormal, dysgeusia, weight increased, vaginal haemorrhage, cystitis and abdominal pain lower outcome was unknown and the menorrhagia was resolving. The reporter considered abdominal pain lower, alopecia, cystitis, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, genital haemorrhage, menorrhagia, pelvic pain, salpingitis, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the essure device was placed without any difficulty and fired with seven rings protruding. The essure was fired with six rings protruding. She did not claim that essure worsened a previously existing injury/condition (B)(6) 2013: unilateral salpingectomy - laparoscopic left salpingectomy; removal of remaining essure device by laparoscopically assisted vaginal hysterectomy and left salpingo-oophorectomy on may 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - in july 2007: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the event fallopian tube perforation, bladder infection, urinary tract infection, left lower abdominal pain added. Reporter's,events outcome,concomitant medication added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("a piece of essure coils had migrated and is currently embedded in uterus/ perforation (uterus)"), salpingitis ("bilateral fallopian tubes with chronic inflammation"), genital haemorrhage ("abnormal bleeding/irregular bleeding") and device breakage ("a piece of essure coils had migrated and is currently embedded in uterus") in a female patient who had essure (ess205) (batch no. 623314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 (((B)(6) 1999, (B)(6) 2001, (B)(6) 2002, (B)(6) 2003, (B)(6) 2007)), tonsillectomy (age 7), pap smear abnormal, chlamydial infection in 2006 and vaginal delivery. Concurrent conditions included overweight, asthma, drug allergy and sexually transmitted disease. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia/painful sexual intercourse"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth/ metal taste"), weight increased ("weight gain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding") and feeling abnormal ("brain fog"). The patient was treated with surgery (salpingostomy on (B)(6) 2015) and surgery (laparoscopic bilateral partial salpingectomy with removal of essure coils). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine perforation and device breakage had not resolved and the salpingitis, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, alopecia, feeling abnormal, dysgeusia, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered alopecia, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, menorrhagia, pelvic pain, salpingitis, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the essure device was placed without any difficulty and fired with seven rings protruding. The essure was fired with six rings protruding. She did not claim that essure worsened a previously existing injury/condition diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-feb-2018: plaintiff facts sheet and medical records were received. Events added per pfs: bilateral fallopian tubes with chronic inflammation, abnormal bleeding/irregular bleeding and weight gain were added. New reporters were added. Patient's demographic details were added. Concomitant diseases and historical condition was added. Essure lot numer was added. Essure insertion date was updated from (B)(6) 2007 to (B)(6) 2007 and essure removal date was updated from (B)(6) 2014 to (B)(6) 2015. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a piece of essure coils had migrated and is currently embedded in uterus/ migration of essure device: coil migration, uterus (essure piece remaining in uterus presetly)'), pelvic pain ('pelvic pain'), uterine perforation ('a piece of essure coils had migrated and is currently embedded in uterus/ perforation (uterus)') and salpingitis ('bilateral fallopian tubes with chronic inflammation') in a 32-year-old female patient who had essure (batch no. 623314) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection in 2006, multigravida, parity 5 (((B)(6) 1999, (B)(6) 2001, (B)(6) 2002, (B)(6) 2003, (B)(6) 2007)), tonsillectomy (age 7), pap smear abnormal and gravida. Concurrent conditions included overweight, asthma, drug allergy and sexually transmitted disease. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2015 and norethisterone (micronor) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion and 1 year 6 months after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/irregular bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding"), dyspareunia ("dyspareunia/painful sexual intercourse"), alopecia ("hair loss"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in mouth/ metal taste") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral partial salpingectomy with removal of essure coils and removal of remaining essure device by laparoscop vaginal hysterectomy and left salping in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain and uterine perforation had not resolved and the salpingitis, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, alopecia, feeling abnormal, dysgeusia, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered alopecia, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, menorrhagia, pelvic pain, salpingitis, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure device was placed without any difficulty and fired with seven rings protruding. The essure was fired with six rings protruding. She did not claim that essure worsened a previously existing injury/condition (B)(6) 2013: unilateral salpingectomy - laparoscopic left salpingectomy; removal of remaining essure device by laparoscopically assisted vaginal hysterectomy and left salpingo-oopherectomy on (B)(6) 2015. Previously reported essure insertion date: (B)(6) 2007 and essure removal date: (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Lot number: 623314 manufacturing date: 2007-02 expiration date: 2009-01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('a piece of essure coils had migrated and is currently embedded in uterus/ perforation (uterus)'), salpingitis ('bilateral fallopian tubes with chronic inflammation') and device breakage ('a piece of essure coils had migrated and is currently embedded in uterus/ migration of essure device: coil migration, uterus (essure piece remaining in uterus presetly)') in a 32-year-old female patient who had essure (batch no. 623314) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection in 2006, multigravida, parity 5 (((B)(6) 1999, (B)(6) 2001, (B)(6) 2002, (B)(6) 2003, (B)(6) 2007)), tonsillectomy (age 7), pap smear abnormal and gravida. Concurrent conditions included overweight, asthma, drug allergy and sexually transmitted disease. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2015 and norethisterone (micronor) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion and 1 year 6 months after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/irregular bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding"), dyspareunia ("dyspareunia/painful sexual intercourse"), alopecia ("hair loss"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in mouth/ metal taste") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral partial salpingectomy with removal of essure coils and removal of remaining essure device by laparoscop vaginal hysterectomy and left salping in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine perforation and device breakage had not resolved and the salpingitis, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, alopecia, feeling abnormal, dysgeusia, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered alopecia, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, menorrhagia, pelvic pain, salpingitis, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure device was placed without any difficulty and fired with seven rings protruding. The essure was fired with six rings protruding. She did not claim that essure worsened a previously existing injury/condition (B)(6) 2013: unilateral salpingectomy - laparoscopic left salpingectomy; removal of remaining essure device by laparoscopically assisted vaginal hysterectomy and left salpingo-oopherectomy on (B)(6) 2015. Previously reported essure insertion date: (B)(6) 2007 and essure removal date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Amendment: the report was amended for the following reason: from (B)(6) 2018 wrong source document was added. Event fallopian tube perforation, bladder infections, urinary tract infection and abdominal pain lower were deleted. Event genital bleeding seriousness criteria updated as non-serious. Essure insertion date updated to (B)(6) 2007. Essure removal date updated to (B)(6) 2015. Outcome of event pelvic pain updated as not recovered and event menorrhagia as unknown. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality-safety evaluation of ptc received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and other nonserious events. Approximately 7 years after insertion, she underwent a surgery to have coils removed. Around 14 months after removal surgery, her healthcare providers diagnosed that a piece of essure coils had migrated and is currently embedded in uterus (seen as a device embedment, device breakage and partial expulsion). All these reported events are anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; a device dislocation into the fallopian tube; or migration into abdominal cavity. In this present case, the exact time point of partial expulsion and also the device breakage is unknown. It is possible that both events had occurred during removal procedure or before. Given the nature of these events, both were considered related to essure. This case was regarded as incident since device removal was required (intervention was required). Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.